Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a sustained increase in power consumption and estimated flows beginning on 24/jul/2021 leading to parameters above the normal operating range. It was reported that the patient received heparin drip and tissue plasminogen activator (tpa) treatment after which the power and flow decreased. An additional increase in parameters to above normal operating range was recorded later on 26/jul/2021 and the patient received a second dose of (tpa), the power and flow returned to normal operating range. Moreover, one-hundred and four (104) high watt alarms have been logged since 25/jul/2021 and five (5) low flow alarms have been logged since 26/jul/2021. Information provided by the site indicated, in addition to the high power event associated with a pump thrombus, the patient¿s international normalized ratio (inr) was therapeutic at 2.07 and lactate dehydrogenase (ldh) was elevated at 2959 which later decreased to 1350. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar events, the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the observed low flow event can be attributed multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, cons triction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and high watt alarms associated with a pump thrombus. The patient¿s international normalized ratio (inr) was therapeutic at 2.07 and lactate dehydrogenase (ldh) was elevated at 2959. The patient was hospitalized and started on a heparin drip. The patient was also given tissue plasminogen activator (tpa), and power decreased. The next day power began to increase again and the patient received a second dose of tpa and the vad power was normal and ldh decreased to 1350. The vad remains in use. No further patient complications have been reported as a result of this event.